Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within primary and secondary plastic bio-pouches; and within a dispenser coil. The pipeline flex shield pusher was returned within the phenome27 catheter. ¿ damage location details: the pushwire was returned extending out from catheter hub. The pushwire was found to be bent at ~49.8cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of pipeline flex shield braid were found fully opened and frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: for further examination, the pipeline flex shield was pushed out from the catheter without issues. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. ¿ conclusion: based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at distal as the distal and proximal ends of the pipeline flex sheild braid were found fully opened and frayed. It was reported that ¿the pipeline had been resheathed more than 2 times¿. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. It's possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E: initial reporter/physician information not reported due to privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was positioned distal to the target aneurysm. Attempted to deploy the pipeline and the distal end was a fish mouther, not opening. The pipeline was re-sheathed and a second deployment was attempted without success. The physician removed the pipeline and phenom 27 together. The pipeline was positioned in a bend at the distal end. More than 50% of the pipeline was deployed when it failed to open and the pipeline was resheathed more than 2 times. The pipeline was not used for an off-label use. The device and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) aneurysm with a max di ameter of 10mm and a 3mm neck diameter. The landing zone artery size measurements were 3.05mm distally and 5.02mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered. The post procedure angiographic result showed successful implantation of the competitors device.   Ancillary devices include a infinity 90cm sheath, navien 058 115cm guide catheter, phenom 27 microcatheter, fathom .016 guidewire.